Event description:
It was reported that the plastic tubing was damaged and failed on the lead causing the patient to need to have two new leads implanted. Additional information reported that the event was related to the anchor. The patient experienced a return of pain symptoms and no stimulation. A CT scan was performed (2008) that notes lateral electrodes. Reprogramming was attempted (2009) with no change in the stimulation coverage. An x-ray (20 days later) noted migrated electrodes. The patient underwent surgery, and the lead was replaced. The paddles were placed and sewn in place. The neurostimulation was replaced in the buttocks. Following surgery, the patient had good coverage of pain. The patient outcome was reported as no injury.